Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver morphine at an unknown concentration and dose, indicated for spinal pain. It was reported that on (B)(6) 2017, a code was seen on the patient¿s personal therapy manager (ptm). Patient services reviewed that the reported code indicated that patient-activated (pa) dosing was disabled. The code was not resolved on the call. The patient was redirected to follow-up with her healthcare provider as pa dosing is disabled. The patient reported that she experienced shaking, and had to put the phone down while on the call to troubleshoot because she was not able to reach the manufacturer when it began on (B)(6) 2017. It was also reported that the battery cover on the ptm was broken ¿about 2-3 weeks ago¿ in (B)(6) 2017. The patient stated she had not dropped the ptm. The call was transferred to repair, where it was reported that the battery cover was not closing. The repair technician walked the patient through putting the cover back on. Additional information was received via a healthcare provider (hcp). As to why the patient-activated (pa) dosing was disabled, it was clarified that the ptm was disabled due to a treatment plan. Regarding actions taken to resolve the pa disabled error code seen, the hcp noted that the patient was reminded / is aware. Regarding the pa disabled error code seen, the issue was indicated as having been resolved. Regarding if the patient¿s shaking had resolved, it was indicated that no shaking was reported by the patient. Additional information received from consumer on (B)(6) 2017 reported in (B)(6) 2017 the patient's pain level was a 9, but always at an 8 and they were increasing it up. The healthcare professional (hcp) wondered how the patient could go from an 8 to a 9 with all the morphine in the patient's pump. The patient stated that the hcp's disabled the patient administered (pa) dose due to the hcp increasing the medication and the patient was getting to much medication to also be using the ptm. It was noted that they were shutting the patient's personal therapy manager (ptm) off, and patient will not be able to use it. It was noted that the receptors needed to go around/cycle out the medication and empty out and let it run its course before the patient would be able to use the ptm again. It was noted it would be a difficult time, and the patient thought they could handle it, but ended up in the hospital from the withdrawal due to the hcp not going to fill the pump. The patient was in the hospital due to withdrawal from (B)(6) 2017. It was noted that they did not do anything to the pump, and the patient got their first pump refill on (B)(6) 2017. The patient ended up back in the hospital on (B)(6) 2017 for an unspecified reason. From (B)(6)2017 the patient was in the hospital for stroke, but was noted as renal failure. It was stated that the patient's kidneys were having problems. Patient stated their hand was shaking and new they were having a stroke. It was noted that the patient had lost the use of their right hand. The patient was in a nursing home due to the stroke. It was noted that the patient's situation was being addressed by hcp. When asked the dose and concentration of the medication, the patient noted "40 liquid). The patient was receiving morphine. The symptoms were noted as a sudden change in therapy/symptoms. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) symptoms and (B)(4) ptm won't power up.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.